Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer amulet left atrial appendage occluder was implanted. On a 45-day follow echocardiogram, it was noted that there was either endothelialization or possibly a thrombus seen on the pulmonary ridge side of the left atrial appendage. The patient was started on oral anti-coagulants. The patient is due for a 90-day follow up echocardiogram. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Manufacturer narrative:
An event of possible thrombus of endothelization on the implanted amulet device was reported. Abbott requested additional information, on things such as what the patients inr was and if imaging could be provided, however no additional information could be received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No other complaints were found on this batch. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.